Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered pacing which initiated a ventricular tachycardia (vt) episode. The health care professional (hcp) discussed with boston scientific technical services (ts) that this patient has a magnet at home and once the magnet was removed, the device delivered anti-tachycardia pacing (atp) and an electric shock which successfully converted the rhythm. Additionally, crosstalk oversensing an undersensing were observed. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered pacing which initiated a ventricular tachycardia (vt) episode. The health care professional (hcp) discussed with boston scientific technical services (ts) that this patient has a magnet at home and once the magnet was removed, the device delivered anti-tachycardia pacing (atp) and an electric shock which successfully converted the rhythm. Additionally, crosstalk oversensing an undersensing were observed. Further information was received that this patient has used the magnet at home during other episodes to inhibit therapy. No additional adverse patient effects were reported. At this time, this device remains in service.